Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had a left knee replacement in (B)(6) of 2015 at the (B)(6) clinic of (B)(6) by dr. (B)(6) in (B)(6) of 2015 patient had an infection which was irrigated and debrided in (B)(6) of 2015. Patient had a revision of his left knee on (B)(6) 2015 by dr. (B)(6) in which prod (B)(4), lot: e1xjs was implanted. In (B)(6) of 2016 patient's leg became extremely sore and non-weight bearing. Patient had another revision of the left knee on (B)(6) 2016. The stem had broken in half. Patient is currently in a wheelchair. Patient has explanted product but does not want to return the product. Patient is currently seeking compensation. This is for the revision that took place on (B)(6) 2016.

Manufacturer narrative:
An event regarding crack/fracture involving an mrs stem was reported. The event was confirmed through visual inspection. Device evaluation and results: no product was returned for analysis. One photograph was provided which shows a fractured stem, an extension piece and what appears to be a zimmer cone. Medical records received and evaluation: x-ray printouts available for review include a series dated (B)(6) 2015, which are two ap¿s of both knees, demonstrating bilateral long-stem distal femoral replacements, cemented hinged total knee arthroplasties, with the proximal ends of the femoral stem and the distal tibial stem not visualized. The left knee has two tibial metaphyseal cones and one femoral cone at the junction of the gmrs distal femoral replacement and the host bone, with a lucency around the femoral cone and distal 3 millimeters of the stem at the cement/bone interface. X-rays dated (B)(6) 2016 are leg length films with both lower extremities and a lateral of the left knee demonstrating the distal two-thirds of the femur, which show a transverse fracture of the stem of the left proximal end of the femoral cone at the level of the junction of the loose distal component with a well-fixed, cemented proximal stem. X-rays dated (B)(6) 2016 are multiple views of the left knee in which there has been a change to a thicker uncemented intact femoral stem. No examination of the explanted components is available. In this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. Examination of the explanted components and their fracture surfaces could confirm this mechanism and rule out factors of faulty material or manufacturing. Device history review: indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the report lot referenced. Conclusions: the medical review concluded that: in this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. The exact cause of the event could not be determined as insufficient information was provided. Further information such as product return is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a revision of his left knee on (B)(6) 2015. In (B)(6) 2016 patient's leg became extremely sore and non-weight bearing. Patient had another revision of the left knee on (B)(6) 2016. The stem had broken in half. Patient is currently in a wheelchair.